Event description:
Boston scientific received information that this right ventricular (rv) lead is part of an implanted system that exhibited a warning because high voltage was detected on the leads during a charge. The physician performed defibrillation threshold (dft) testing with no results. The ventricular fibrillation (vf) was not converted, and the patient was externally shocked. The physician decided to schedule a procedure to replace the device with one that can deliver a higher energy shock. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information with regard to this event. A boston scientific technical services representative was consulted to explain the meaning of the warning message that was seen, which stated, "high voltage has been detected on the leads during a charge," and the consultant explained that this warning message may be displayed if the patient received an external shock while the device was charging. It was then confirmed that defibrillation threshold (dft) testing had previously been performed, but the ventricular fibrillation (vf) was not converted during the test. As a result, the patient was externally shocked, and the warning message stated above was displayed due to the high voltage external shock that was delivered while the device was charging. A product performance issue was not suspected due to this failed dft test. Rather, the physician planned to schedule a replacement procedure to explant this device and implant a high energy device that can deliver a higher voltage shock. However, during a later visit, the shock configuration of this device was reprogrammed from triad to coil-to-can and a new dft test was performed with a 21 joule shock. The induced rhythm was successfully converted with a normal shock impedance measurement (85 ohms). As a result of this successful dft test, this case was considered to be resolved and the device and lead remain implanted. To date, no further issues have been reported and a product performance issue is not suspected. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.